Event description:
The reporter stated an eyeonics lens was torn upon insertion and was removed with no patient injury. Another same type lens was implanted and the patient's current prognosis is excellent. The reporter sated it was the surgeon's opinion that the likely cause of the iol damage was due to the injector, cartridge and a loading error.

Manufacturer narrative:
.